Event description:
Asku

Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested out of specification consistent with that advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested out of specification consistent with that advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.